Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy effluent and abdominal pain. The same day as event onset, the patient was hospitalized and treated with injection meropenem (1gm, once daily, intravenous, ongoing), injection vancomycin (1gm, once daily, intravenous, ongoing) and injection amikacin (140mg, once daily, intraperitoneal, ongoing) for peritonitis. On an unknown date, the patient was discharged from the hospital and recovered from the peritonitis event. Pd therapy was ongoing. It was reported that the retraining on the proper aseptic technique is ongoing. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.